Event description:
Further information was received noting that the patients infection has resolved/recovered. No other relevant information has been received to date.

Manufacturer narrative:
Corrected information, initial report; information was inadvertently not included. It was found that the events contained in this report were duplicate to those contained in manufacturer report #1644487-2019-02083. Any additional information received for the events in question will be submitted under #1644487-2019-02104. Though the events captured in both manufacturer report's are duplicates, the swelling and fever captured in manufacturer report #1644487-2019-02083 will not be captured in manufacturer report #1644487-2019-02104, as the swelling and fever are captured under the infection coding. Corrected information, initial report: inadvertently stated "design history records," and instead should have stated "device history records." Corrected data, initial report: inadvertently listed wrong code. Device evaluation is not necessary because the reported event has been determined as not related to vns therapy.

Event description:
The patient presented with redness on the neck incision site where the vns was implanted. The patient presented with an infection at the neck incision site. The patient underwent diagnostic testing, was under observation, and was given antibiotics. The infection was determined to have a causal relationship with vns implantation surgery. It was found that the events contained in this report were duplicate to those contained in manufacturer report #1644487-2019-02083. Any additional information received for the events in question will be submitted under #1644487-2019-02104. Though the events captured in both manufacturer report's are duplicates, the swelling and fever captured in manufacturer report #1644487-2019-02083 will not be captured in manufacturer report #1644487-2019-02104, as the swelling and fever are captured under the infection coding. No other relevant information has been received to date.

Event description:
Patient presented with a sore neck and flu-like symptoms. The patient was admitted to the hospital a week later due to an infection. Design history records were reviewed for the lead. The lead was confirmed to have been hp sterilized prior to distribution into the field. The device passed all specifications prior to distribution. No other relevant information has been received to date.